Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Healthcare professional reported for right side "pain, capsular contracture" [baker grade unknown], and patient "is very nervous with this situation, since patient¿s mother has breast cancer." Patient additionally reported "several nodules" which are not device related. The device remains implanted.